Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) suddenly stopped operating and was alarming with a continuous yellow wrench alarm. The mpu reportedly displayed a green light in the clinic. No cause for the alarm was identified on interrogation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (05apr2023 ¿ 06apr2023 per timestamp). The controller was connected to the power module for the duration of the log file. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The mpu was returned for analysis and was evaluated and tested. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The reported event of yellow wrench alarms on the mpu was unable to be reproduced. The mpu was returned to the customer site. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number:(B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.